Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had a welt near the electrode. The patient's physician prescribed a medication for the skin irritation (medication type unknown). Follow-up indicated that the skin irritation was improving.